Event description:
It was reported, a patient experienced a 1st degree burn above the labia minora during a procedure. There were no observed leaking from the procerva handpiece, and the cool down phase was completed. The physician reported a kinked lines error during the procedure and elected to continue. No system malfunctions were noted.

Manufacturer narrative:
The manufacturer tested the system. It was confirmed the system was operating as intended. Based on the information reviewed, there is no indication of a product deficiency. All handpieces meet all qa specifications prior to being released, including adequate sterilization. The procerva handpiece is not available to be returned for further evaluation. Therefore, failure analysis of the complaint device could not be completed. The physician confirmed the patient had suffered a 1st degree burn however no medical intervention was administered after the patient was treated with ice and bacitracin ointment. The physician confirmed that the device was touching the labia minora during the ablation cycle. He reported he touched the device to make sure that it was not hot and indicated that it was not. Thermal effect is not only a function of temperature, but is more related to energy, where even at lower perceived temperatures, when combined with total time of tissue exposure to heat, the resultant effect can be a burn. There was no further harm or issues reported. The reported burn was minor in nature and does not meet the criteria of a serious adverse event per FDA's definition. However, per agreement between FDA and manufacturer, effective (B)(6) 2008, 1st degree burns are reportable as a malfunction event type if the treating clinician verifies the degree of burn at a time point less than or equal to 21 days after the burn occurred. The IFU instructs the user to "during ablation, the saline temperature continues to rise until 90°c is reached, and the user must continuously: monitor the cervical seal for fluid loss and to confirm a tight cervical seal. Maintain a stable procedure sheath position throughout the procedure. Monitor the screen for fluid loss level." Warnings and cautions related to an event of this nature are included in the IFU for genesys hta, including but not limited to: "the physician must maintain control of the procedure sheath (i.e., not hand off to another individual) for the duration of the treatment to avoid compromising the cervical seal. A compromise of the cervical seal could result in fluid leakage through the cervix, which could result in thermal injury to surrounding tissue". "Do not place the procedure sheath tubing over the patient's leg or in contact with any part of the user's or patient's anatomy, as the tubing carries hot fluid and contact could result in thermal injury. The temperature of the tubing could be up to 55°c." "Throughout the procedure, carefully observe the junction of the procedure sheath with the external cervical os to confirm a tight cervical seal and that there is no fluid leakage". If any further relevant information is identified, a supplemental MDR will be filed.